Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 1b endoleak. Additionally there was evidence to reasonably support the following observations; a type 2 endoleak, and possible undiagnosed type 1b endoleak. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, significant calcification in right common iliac artery and long term antiplatelet therapy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx device. Upon follow up computed tomography (CT) showed a type 1b endoleak. The physician elected to implant an ovation limb extension to seal the leak. The patient is stable.